Event description:
It was reported the patient thought that their implantable neurostimulator (ins) was not working and the battery was dead. The reporter stated the patient did not have a change in symptoms, but they are elderly and always had problems with their tremor. The patient thought their tremor was getting worse. An appointment to get the patient's system checked was scheduled for monday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury.

Event description:
Additional information received reported the patient had a loss of therapeutic effect and a return of tremor. The manufacturing representative stated the patient was confused and nothing was wrong with the implantable neurostimulator (ins) or tremor control. The ins was working and the patient felt there was a problem because of patient programmer issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical reports: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v015431, implanted: (B)(6) 2007, product type: lead. (B)(4).